Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the cause of the warmth at the pocket site was not determined. The warmth was felt when the device was turned off and turned on. The patient is scheduling an appointment with her physician to determine if there is any other underlying cause. The issue has not yet been resolved. The patient had turned the device on, and she did not feel any warmth the 30 minutes that she was with the manufacturer representative. The patient was instructed to contact the manufacturer if the warmth returned; however, no additional information has been received. The warmth was initially felt with the device off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had no warmth at the pocket site until (B)(6) 2019. The patient charged on (B)(6) 2019 and on the (B)(6) they began experiencing warmth at the pocket site. The patient had the ins off since they noticed this and no falls/trauma led to this issue. Impedances were all good and ranged from 1,000-3,473 ohms across multiple reference electrodes. The representative turned the ins on and the patient didn't feel warmth at this time. No further complications reported.